Manufacturer narrative:
On 6/10/97, clinical report forms were received from the physician. The infection resolved on 2/12/95 without residual/sequelae. On physical exam: bp 109/75, heent-perl. Heart rrr, lungs clear to auscultation. No lab work was performed.

Event description:
A pt reported she was treated in feb 1995 in the glabella. Within 24 hours, the pt experienced redness and pain at the injection site. The pt ( a retired doctor) self diagnosed a skin infection and self medicated with oral penicillin. The symptoms resolved within 48 hours. The injecting physician did not see the pt with any clinical symptoms of infection and was not aware of any such symptoms.